Event description:
Additional information received from the manufacturers representative reported that the cause of the impedance issue was not determined. It was confirmed per x-rays that the leads had migrated from their original position. The patient was to be referred to a surgeon for a lead revision.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# va01xj6, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v714604, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-45, lot# v465519, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v566822, implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that contacts 0, 1, 2, 3, 4, 5, 7, and 11 were out of range. Cross talking 6 with peripheral leads produced some stimulation in the legs, with the left leg stimulation being greater. The peripheral leads were felt in the back but had maxed out voltage. The patient had four quads: two 3487a-56 epidural (0-7) and two 3888s peripheral (8-15). It was reported that the patient fell in (B)(6) 2016 which may have contributed to the issue. The patient was reprogrammed but the issue did not resolve at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported all leads and extension were removed and the patient was implanted with new ones. The new leads had impedances within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) via a patient on 2017-jun-28. The rep stated that the patient was not happy with where their stimulation was since the revision. They can barely get the right side of leg/lower back with epidural. Subcutaneous leads need to almost be maxed out and are barely effective. Sometimes, pinching/poking. The rep added a new group for them to try. The patient did fall a month ago so pain is increased. Impedances are within normal limits. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.